Event description:
The pt reportedly has diabetes and its on dialysis. Pt incision did not heal correctly after implant surgery. Pt ws readmitted for IV antibiotics in late july or early august. Reporteldy, pt skin flap now is healed and looks good.